Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc was given permission to remotely dial into the instrument. Upon review of the data available, the ccc found that the quality controls (qc) were in range. A siemens headquarters support center (hsc) reviewed the issue. Hsc reviewed the data provided and found no issues with the instrument. As per the operators guide, an "e142: measurement error" is when a problem with the test request occurred at the measurement step. Hsc stated that performing a dilution of the sample did not address the error. The instrument never gave a >200 ng/ml result, nor does the dimension vista operator's manual indicate that a sample with this error code would produce a result >200 ng/ml. The cause of the discordant, falsely elevated cardiac troponin result is user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin (ctni) result was reported out by the customer while using their dimension vista 500 instrument. The customer was unable to obtain results from two samples from one patient. The results gave an "e142 measurement error" message. The customer performed an on-board dilution on the second sample and reported out an elevated result, which was questioned by the physician(s). The actual result from the instrument was lower. The customer stated that they performed a calculation, which gave them the elevated result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.